Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigation the customer reported issue. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm). The fse also replaced the grip pads on the master tool manipulator (mtm) due to them being dirty. The grip pads were scrap items and will not be returned back to isi. The system was tested and was ready for use. A return material authorization (RMA) was issued to evaluate the usm. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the error 319 popped up on touchscreen. The tse checked logs and found error 319 pointing to universal surgical manipulator (usm) 4. Customer had power cycled / emergency power off the patient side cart (psc) prior to the call to no avail. The surgeon decided to convert to open surgery prior to the call. The customer was very upset and not willed to share any more info when the tse advised that system was only useable with 3 arms currently. Isi followed up with the initial reporter and obtained the following additional information: the system function was checked after booting the system and the system initially start up without errors. The surgery was converted to open surgery because arm 4 was deactivated due to the error message and the site would have needed all 4 arms for the procedure.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm came into failure analysis with a reported problem of ¿error 319 during procedure¿ and was confirmed via logs and was replicated in-house. Logs show 319 error pointing toward the acc on usm 4. The usm was tested on an in-house system in normal mode where it triggered a 319 error. The usm was also tested for checked all boards present (ac not found) and fiber test on a rolling loop. During investigation, it was noticed that the rolling loop fiber and ground straps were tangled in the spar. A golden rolling loop fiber was installed, and unit passed. Unit passed all other require tests thereafter. As a fix, the rolling loop fiber assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.